Event description:
The subject device was used during a transanal endoscopic microsurgery. The intended procedure was completed with the subject device. There was no error or malfunction of the device reported. Three days after the procedure, the doctor found a leakage of colon, and the pt needed open surgery. However the pt died the evening of the same day. Olympus has followed up with user facility to obtain additional info regarding the reported event, and it was found autopsy did not show any thermal injury.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore, olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.